Event description:
Description according to complainant: prepped the device. Did not take the peel-away sheath off, left it to help deploy graft easier. Dr. Deployed graft successfully in the descending thoracic aorta. Pulled back the dilator out of the sheath. Half way done, I told the doctor to pull out the peel away by holding both ends of the peel away and pulling it out of the sheath and then peeling them off. He did that. Then continued to pull the dilator off. After it was out he closed the valve and blood kept flowing out a lot of it. He tried running it back and forth twice to make sure it was in the close position and the blood was still flowing at a very high rate. The valve did not work at all. We ended up changing to another 20fr cook sheath. The patient had significant blood lost. No blood transfusion was needed though. Patient outcome: a section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
(B)(4). Investigation in progress.